Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex st device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery to remove the infected device. There was scar tissue to the omentum and this was carefully taken down to free up the mesh. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. No specific device issue has been alleged, and no sample has been returned for evaluation. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent repair of an umbilical hernia. A bard/davol ventralex st was implanted in patient during this repair. On (B)(6) 2016: the patient underwent surgery. During the surgery, the physician noted ¿we excised the infected mesh en bloc with the umbilicus and scar tissue with the surrounding granulation tissue. This was excised. There was scar tissue to the omentum and this was carefully taken down to free up the mesh. This was excised and then sent to pathology for evaluation.¿ the patient continues to experience complications related to the mesh, and will likely require additional surgeries to repair the damage from the mesh product. The product had to be surgically removed necessitating further invasive surgery to repair the very issue that the mesh was intended to repair. The product thus provided no benefit to patient. The patient has been injured. He has sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.